Event description:
It was reported the bronchofibervideoscope had lines in the image. The malfunction occurred during installation and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image guide bundle has significant breakages. Based on the results of the investigation, it¿s likely the image fault occurred due to the image guide bundle has significant breakages. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.